Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The contact declined to provide further information regarding the hospitalization. The customer¿s healthcare provider requested a pump system check. The customer verified insulin drips were visible while priming the tubing. The customer declined to remove the infusion set site for inspection. The customer resumed pump therapy with the current supplies.